Event description:
The customer reported that the n20 monitor has missing segments on the saturation of peripheral oxygen (spo2) portion of the display. No pt harm was reported.

Manufacturer narrative:
(B)(4).